Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead was admitted to the hospital due to weeping from the wound at the device implant location. Surgical intervention was undertaken. During the procedure, the physician discovered the device pocket to be infected. This device was explanted, the wound was cleaned, and antibiotic treatment was administered to the patient. A new pacemaker was successfully implanted and the chronic right ventricular (rv) lead was connected to the replacement device and remains implanted and in service. No additional adverse patient effects were reported.